Event description:
While performing an endoscopic retrograde cholangiopancreatography (ercp), the dreamtome (boston scientific, ref # m00584000, lot # 34717243. Exp # 8/26/27) metal piece that bows the catheter broke.